Event description:
There was an allegation of questionable results for one patient sample using the cobas® braf v600 mutation test on a cobas® z 480 analyzer. The initial result was positive while the repeat result was negative.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Investigation is ongoing.

Manufacturer narrative:
A review of the data showed that the positive result was not a strong positive as the amplification of the target was very low almost below the limit of detection. Furthermore, the sample also yielded multiple invalid results, suggesting poor quality or degraded dna. It was identified that the customer uses zymo research pcr inhibitor removal column and column purification within the cobas® 4800 braf v600e mutation test workflow which is considered off-label use of the product. As noted in the cobas® 4800 braf v600e mutation test instructions for use, the cobas® braf test has been validated using only the cobas® dna sample preparation kit to extract genomic dna. The investigation did not identify a product problem. The issue was determined to be sample-specific.